Event description:
An olympus representative reported on behalf of the customer that the tip of the triangle fell off the shaft of the single use electrosurgical knife kd-645 into the patient and was retrieved with biopsy forceps. The procedure being done was an e-poem (peroral endoscopic myotomy) and was completed without further incident. There was no harm or user injury reported due to the event.